Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the quick look ii report on the remote website was showing a misleading number of atrial tachycardia/atrial fibrilation (at/af) episode duration. The episode was longer than the device was implanted and longer than any device would even last. The status of the remote website is unknown. No patient complications were reported as a result of this event.